Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 416 mg/dl and treated with manual injection. Customer reports the infusion set cannula is bent. Customer received an insulin flow blocked alarm. Customer states the tubing is not bent or kinked. Advise the insulin pump will need to be replaced. Advise to retrieve and save pump settings. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will not be returned for analysis.